Event description:
It was reported that mode switch activity occurred due to atrial lead oversensing. Diagnostic/troubleshooting was recommended, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately three years later the ra lead exhibited high sensing integrity counter (sic)/oversensing. The ra lead remains in use. Patient will be monitored.